Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street suite 200 city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient faced an event where infusion set detached from his site and instead of replacing the infusion set the patient connected infusion set again and put extra tape on top of the insertion site on (B)(6) 2026.patient had 27 mmol/l in bg and 3,9 mmol/l in ketones which first led to ER visit and was subsequently hospitalization where the patient received IV and fluids of saline and insulin.